Event description:
Complainant alleged that during functional testing, the device powered up in configuration mode and was unable to switch out. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval, and this complaint is still under investigation.